Manufacturer narrative:
Insulin pump was received with case cracked behind pump near battery compartment and case cracked behind pump at corner of belt clips rails. Exposure to moisture confirm; moisture damage noted on the electronic stack. The pump passed the self test and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cosmetic damage. The customer¿s blood glucose was 2.8 mmol/l at the time of incident. Customer reported that they experienced low blood glucose level. The customer reporting a crack on back of insulin pump as well as moisture visible just behind screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.